Event description:
A customer reported that the system stopped cutting and locked prior to a vitrectomy procedure. The procedure was canceled and there was no harm to the pt reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).